Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information has been provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral ultrasound detected rupture, right side.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Additional information: tiger aesthetics medical requests to void this report as this is a duplicate of report# 1651189-2024-0709. Please refer to this report number for all updates. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.